Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: 3 samples were returned by the customer for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were attached to a cut off bd syringe to see if a fluid path can be observed while the piston is in the activated position. A fluid path was observed while the piston was in the activated position. The smartsites were then connected to a 10 ml bd syringe filled with blue dye water and the set was attempted to be flushed. The sets were successfully flushed. The customer complaint that the lumen on the extension set will not flush could not be replicated. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process. Fluorosilicone is a lubricant used to ensure proper functioning of the needle-free connector when activated. However, in this instance no device problem was found. Due to previous similar reports of this nature bd is currently recommending when encountering needle-free connector flow issues to follow the steps outlined in the attached letter. A device history record review for model 20159e lot number 21119806 was performed. The search showed that a total of 17603 units in 1 lot number was built on 08nov2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. CAPA# 1998036 has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h10

Event description:
It was reported that 10 bd alaris¿ smartsite¿ extension sets were blocked and could not be flushed without excessive force. The following information was provided by the initial reporter: "this has happened a few times with the bd two valve extension sets. One lumen will flush perfectly fine but the second will not flush at all, its like you have the clamp closed. Then once you apply more force than is realistic, it will flush through."